Event description:
Customer reports to have received a failed battery test and a week later experienced a blank display. Customer's blood glucose was 205 mg/dl. Troubleshooting was performed for failed battery test and pump did not alarm. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After trouble shooting, display returned. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.